Manufacturer narrative:
The device and multifunction cable were returned to zoll medical corporation; the customer's report was duplicated and attributed to the multifunction cable. The cable was determined to have an intermittent open connection along the length of the cable. The cable was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.